Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the tamper seal missing, damaged lens and dso seal bubbled/loose. Device underwent a sensor check and occlusion test; the reported customer complaint was confirmed as a result of the loose dso seal. The problem source however has been unable to be confirmed. It was also noted that upon checking the event log of the pump, the following was found: (B)(6) 2019 2:52:38 pm high alarm displayed: downstream occlusion; (B)(6) 2019 2:52:46 pm run mode delivery resumed; (B)(6) 2019 2:52:46 pm info alarm: downstream occlusion cleared;. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information received a smiths medical cadd-solis vip 2120 pump downstream occlusion alarm to low. No patient involvement, as this occurred during testing.